Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205621, shell porous without holes 56 mm, 60268533, 00630505632, liner standard 32 mm, 60175227, 00801803201, femoral head, 60282364. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that the patient's left hip was revised due to femoral stem loosening thirteen years post implantation. The stem was revised with a competitor stem. The liner was removed and exchanged with a neutral liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.